Event description:
After a brief stop to check the patient pulse, the autopulse platform (sn (B)(4)) displayed the following prompts: "realign patient" and "pull up lifeband and press restart" message when restarting compression. The lifeband was pulled up however; the error persisted and the platform will not restart the compressions. The customer replaced the autopulse battery but issue persisted. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4)) displayed the following prompts: "realign patient" and "pull up lifeband and press restart" message and also would not restart were not confirmed during archive data review and during functional testing. The autopulse platform passed multiple functional tests, the brake gap is within specification and load cell characterization test passed. The reported complaint was not replicated. Unrelated to the reported complaint, a pushed-in and appeared to be misaligned power button on the autopulse platform was observed during visual inspection. The damaged power button will be replaced to address this observed issue. During archive data review, several user advisory ua07 (load imbalance between left and right sides of the load plate), ua17 (motor on for too long during active operation) and ua02 (compression tracking error) errors around the reported compaint date, unrelated to the reported complaint. These advisory messages are were cleared by the customer, and were not replicated during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the battery hangtag advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. In addition, the archive showed a "under voltage 18v" and "battery lost" warning messages on (B)(6) 2022, unrelated to the reported complaint. As precautionary measure, the pdb needs to be replaced to address these issues. The autopulse platform passed the initial functional test without nay fault or error. Awaiting customer's approval for service repair.